Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6a, d6b, d10 (concomitant), e1 (facility name), e4, g4 [PMA/ 510(k)], h6 (health effect - clinical code, impact code, medical device problem code, type of investigation) corrected: a3a (sex), d3 (manufacturer email), d4 (primary UDI number), h5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of medical records the patient was revised to address metal wear and synovitis. Operative note reported fluid yellowish in color this is not consistent with sepsis but rather due to metal wear and taper did have a mild amount of corrosive wear. There was evidence of bone ingrowth on the backside of the cup. There is no evidence of osteolysis. Doi: (B)(6) 2007; dor: (B)(6) 2011; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.